Event description:
Unit was causing 2 different ac adapters to "burn out". Pt's family member stated 2nd adapter actually had sparks coming from the adapter box. No pt harm reported. Vent will still run on internal and external battery. Also stated if the pigtail was wiggled, it would cause the vent to cut in and out (with 2nd adapter). Customer to send both ac adapters with service unit.